Event description:
A healthcare professional reported that during intraocular lens implantation the surgeon seen that the iris was continuous bleeding. The lens was removed during initial procedure. The procedure was completed. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The pmma single piece anterior chamber intraocular lens (iol) is an optical implant designed to be positioned anterior to the iris. The lens should replace the optical function (but not the accommodation) of the natural crystalline lens. The physical properties of these lenses as well as the sizing guidance for these anterior chamber lenses is provided in the instructions for use (IFU). Sizing guidance company model is designated for use with anterior chamber diameter 11.5-11.9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The haptics are fractured in the gusset area. Scratches are observed along the edge of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Lens damage was observed. The product investigation could not identify a root cause for the reported complaint. It is unclear if the reporter is saying the bleeding was caused from the device or patient anatomical condition. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).